Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had failed battery test alarm. Customer's blood glucose level was unknown. Customer stated that insulin pump had prime fill anomaly and insulin pump gives no delivery alarm. Customer also stated that insulin pump had cosmetic damage. Customer stated that insulin pump had scratches all over the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime/fill anomaly noted during testing. Device had minor scratched lcd window, partial broken reservoir tube lip, cracked belt clip slot, cracked case at display window corners. (B)(4).